Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump had a crack in the reservoir compartment window. The customer did not recall the blood glucose reading. He stated that the crack ran from the reservoir compartment window towards the body of the insulin pump, and he did not know how the damage occurred. He also reported that the insulin pump alarmed motor error during the basal delivery process. Troubleshoot could not be performed due to this being a past event. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.